Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had monitor flashes. The event occurred during the procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test based on the investigation results, the malfunction was likely caused by a faulty ccd, leading to intermittent image and flickering, along with a defective cable identified during the failed water leak test. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had monitor flashes. The event occurred during the procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm.